Event description:
It was reported that patient was referred from community nurse as they were unable to flush or aspirate blood . On x ray the line showed a small kink in the region of the subclavian despite all attempts to power flush and even pull the line back 1 cm , hoping it will straighten out the kink.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and appears to have occurred during use. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. Manipulation of the catheter revealed it to preferentially kink at the 32 cm depth marker. Microscopic observation of the of the preferential kink area revealed that the catheter was slightly compressed. The 31cm depth marking was slightly faded. The catheter was cut at the 33 cm depth marker in order to measure the outer diameter and wall thickness. The outer diameter of the catheter and the wall thickness met the device specification. As per the event description, the kink occurred near the subclavian. The catheter can kink if it is placed in an area with sharp or acute angles. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was referred from community nurse as they were unable to flush or aspirate blood. On x-ray the line showed a small kink in the region of the subclavian despite all attempts to power flush and even pull the line back 1 cm, hoping it will straighten out the kink.